Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 27-dec-2017. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("awaiting for essure removal") in a female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), general physical health deterioration ("general state alteration"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscular pain"), migraine ("migraine with pain"), dizziness ("dizziness") and depression ("depression"). At the time of the report, the medical device removal, general physical health deterioration, fatigue, musculoskeletal pain, migraine, dizziness and depression outcome was unknown. The reporter provided no causality assessment for depression, dizziness, fatigue, general physical health deterioration, medical device removal, migraine and musculoskeletal pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("awaiting for essure removal") in a female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), general physical health deterioration ("general state alteration"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscular pain"), migraine ("migraine with pain"), dizziness ("dizziness") and depression ("depression"). At the time of the report, the medical device removal, general physical health deterioration, fatigue, musculoskeletal pain, migraine, dizziness and depression outcome was unknown. The reporter provided no causality assessment for depression, dizziness, fatigue, general physical health deterioration, medical device removal, migraine and musculoskeletal pain with essure. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("awaiting for essure removal") in a female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), general physical health deterioration ("general state alteration"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscular pain"), migraine ("migraine with pain"), dizziness ("dizziness") and depression ("depression"). At the time of the report, the medical device removal, general physical health deterioration, fatigue, musculoskeletal pain, migraine, dizziness and depression outcome was unknown. The reporter provided no causality assessment for depression, dizziness, fatigue, general physical health deterioration, medical device removal, migraine and musculoskeletal pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2017: similar incident listing attached and case updated accordingly. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.